Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple notifications with multiple cartridges while attempting to load a new cartridge onto the pump. Customer stated he is able to clear the notification and successfully load the cartridge. In addition, tandem technical support guided the customer through the load process and customer reportedly did not received the cartridge detection prompt. Customer's blood glucose level was not impacted. Multiple attempts were made to follow up with the customer regarding the reported issue. No response was received from the customer.